Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product.the issue was determined to be a defect in the product. The defect was fixed in a later version.

Event description:
It was reported that global patient does not match windows in mosaiq that are open. There was no actual mistreatment base on the available information.